Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that the station was previously displayed as offline, possibly due to a data error. The station was currently online but remained stuck at the login screen with a blue background prompted for a password. The customer attempted to reboot the station, but the issue persisted, and user indicated that they would review the device settings. However, there were no delays or adverse events or injuries reported based on this event.